Manufacturer narrative:
The complaint device was evaluated by ascent. A visual examination of the device revealed damage along the lasso tip and the lasso shape appeared to be misaligned. The device was found to have damaged electrodes and an improper curve as well. An attempt to recreate the event was made by inserting a sample device into a sheath. The lasso was looped around a suture bundle, which represented chordae tendineae, then the catheter was withdrawn back through the sheath. With excessive tension, the sheath of the catheter was actually able to come completely off. Based on this testing, it is probable the retraction of the catheter into the sheath, in an attempt to free the catheter, may have caused the electrodes to lift and distort, leading to increased friction and resistance. Ascent's instructions for use state: use of the lasso 2515 variable circular mapping catheter and the reflexion spiral- variable radius ep catheter are not suggested for use in the heart ventricles. Place the catheter by rotating the shaft in a clockwise motion only to reduce the risk of entrapping cardiac structures. Pull thumbknob back prior to insertion or withdrawal. Note: do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. Prior to insertion or withdrawal, the loop should be fully relaxed (handle grip rotated full to the left) to reduce tension applied to the nitinol structure. A review of the device history record for the reported device indicated that the catheter passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
The facility notified the sales representative of this compliant on (B)(4), 2010. The sales representative informed the facility that they needed to call the complaint in to ascent's complaint hotline. When the sales representative was at the facility again on (B)(4), 2010, it was noticed the complaint device was still at the facility and the complaint had not been called in to the complaint hotline. At this time, the sales representative called in the complaint. At the time of this report the device investigation has not been completed. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the catheter got stuck on the tricuspid chordae. The physician advanced the sheath over the lasso and traction was applied several times to free it from the heart. Intracardiac echo was used to visually inspect the heart to confirm that there was no change in the patient condition. No injury was reported.